Manufacturer narrative:
The supplemental report captured in mfg report #3013756811-2025-43910 was submitted in error. The supplemental report captured in mfg report #3013756811-2025-43910 was submitted in error.

Manufacturer narrative:
Additional information was provided on april 29th, 2025. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported adverse impact to the customer's blood glucose level. No further troubleshooting was performed.